Event description:
It was reported that the touch screen became unresponsive. Customer is unable to unlock the pump. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.